Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. The physician noted the implantable cardioverter defibrillator (ICD) pocket was infected. No intervention was performed. There were no patient consequences.